Event description:
Related manufacturer report number: (B)(4)during an in-clinic follow-up, noise that led to oversensing was observed on the right ventricular (rv) lead. An x-ray was performed and showed no abnormalities. During the procedure, the lead was cut and insulation damage was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.